Event description:
Same case as MDR ID 2134265-2014-07111. It was reported that tip detachment occurred. A 018/260 platinum plus¿ guidewire was advanced to the target lesion. However, during the procedure, the physician noticed that the device had a different appearance. The distal tip of the guidewire, about 2 inches had a different thickness, looked snapped, stretched and unraveled. Subsequently, another 018/260 platinum plus¿ guidewire was selected and unpacked. However, the same appearance issue was noticed with the device and was unused. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The visual inspection was performed and the device presents: the spring tip stretch at 5.0cm to 5.1cm approx. From the distal end. Guidewire overall length was within the specifications. All outer diameter measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-07111. It was reported that tip detachment occurred. A 018/260 platinum plus¿ guidewire was advanced to the target lesion. However, during the procedure, the physician noticed that the device had a different appearance. The distal tip of the guidewire, about 2 inches had a different thickness, looked snapped, stretched and unraveled. Subsequently, another 018/260 platinum plus¿ guidewire was selected and unpacked. However, the same appearance issue was noticed with the device and was unused. No patient complications were reported.